Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. A clinical review was conducted and it was determined that the lucas device may have contributed to the liver injury, which required professional medical intervention to prevent permanent impairment stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The united kingdom authority mhra contacted stryker to report a patient experienced liver injury after lucas device use. There was no reported malfunction of the device. A clinical review was conducted to determine severity of injury.